Manufacturer narrative:
Continued: e1 - phone number: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear biohazard bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. A photo was provided and reviewed. The photo shows buckling of the clear catheter distal to the white shrink tubing. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the basket fully advanced. Buckling was observed in the clear catheter distal to the white shrink tubing and a bend was noted in the handle cannula. The kinked portion is located at approximately 17cm to 23.5cm distal from the handle. While the device was relaxed on the table top, the basket was not able to retract. The basket would retract to the point before it would begin to fold into the catheter and then reach resistance which exacerbated the catheter buckling and prevented retraction. When the device was fully straightened retraction became possible with noted friction as the drive wire passed through the buckled portion of the catheter. A reddish-brown substance within the clear catheter. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A corrective action (CAPA) has been initiated to address instances of difficulty during basket advancement and retraction. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During gallstone removal, the physician selected a cook memory eight wire basket. It was reported that the basket was endoscopically inserted and an attempt was made to deploy it; however, deployment was not possible. Upon inspection, bending was observed at the base of the sheath, and use of the device was discontinued. There was no reportable information at that time. The procedure was completed without issue using the same product model from a different lot. The device was received on 11may2026, and the basket was fully advanced when returned and there was catheter kinking at the base of the handle. During a function test the basket could not be retracted due to the kinking of the catheter at the base of the handle [unable to retract basket - [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.